Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had a blood glucose reading of 50. The customer stated she ate fruit and did another calibration and her blood glucose was 97. The customer stated the calibration was not accepted and got change sensor alert. No further information regarding the low blood glucose incident reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.